Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the diagonal branch. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent was advanced half way through the guide catheter when resistance was felt. The stent was removed before leaving the guide catheter. It was reported that stent deformation occurred, a strut of the stent was observed to be raised. The patient is reported to be alive with no injury.

Manufacturer narrative:
The lesion was pre-dilated with a 2.5x12mm non-medtronic balloon for 10 sec at 8 atm. After the resolute onyx was removed, the lesion was treated with further balloon inflation and the procedure was ended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: stent was positioned between the marker bands but not meeting specifications due to deformation of the distal wraps. The proximal pillow appeared partially inflated. Deformation was evident to the 1st and 2nd distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. Slight bends are evident on the shaft of the device which are consistent with coiling of the device for return. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.